Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. It was reported to philips that the system footswitch intermittently failed to trigger fluoroscopy. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and the customer stated that the footswitch intermittently failed to initiate radioscopy. The rse requested onsite support. The philips field service engineer (fse) checked the system onsite and found the footswitch intermittently failed to initiate radioscopy, with a delay of approximately 1¿2 seconds when the issue occurred. To resolve the issue, the fse replaced the wired footswitch. The defective part was sent for analysis, for biplane footswitch failure was observed and the failure was found to be loose brackets, missing anti-slip rubber, and when the cable lifted none of the pedals worked. After replacing, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use, and the issue happened due to improper maintenance. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system's footswitch was intermittently unable to trigger fluoroscopy. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.